Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient no longer had effective therapy that was caused by lead dislocation. X-rays were done. A revision was done and the lead was partially explanted. In the process of removing the lead, the hcp observed that there were only seven electrodes. X-rays showed that one of the electrodes had broken off during explant and was left implanted. No additional interventions were done and the issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The electrode on the distal end of the lead was pulled out or off. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.